Event description:
During revision surgery to address generator end of service, high lead impedance readings were detected (exact results not provided). The surgeon explanted the whole lead and saw that there was a lead break near the bifurcation. Follow up with the surgeon revealed that there were no reports of manipulation or trauma. X-rays were taken prior to surgery but not sent to the manufacturer for review. Good faith attempts to obtain the explanted lead and generator for product analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.